Event description:
Customer reported issues with charging the pump due to a damaged charging port. There was no adverse impact to the customer¿s blood glucose level. Customer opted out of troubleshooting and requested documentation for insurance purposes, with no further actions or outcomes reported.